Manufacturer narrative:
The insulin pump was received with blank display due to missing battery cap contact. Using a test battery cap the pump powered up properly and operating currents are within spec. The pump passed self test and displacement test. Power connector plug in and locked in place properly. The pump was received with cracked retainer, minor scratches on case and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshoot and customer stated the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.